Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for antibiotic therapy due to a possible staph infection. Patient was noted to have scratched "a pimple" on the implant site and drainage was noted. A new system was implanted on the patient's right side but the physician opted to extract the old system at a later time. The old system was explanted successfully on (B)(6) 2018 with no adverse consequences. Patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.